Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the whipple procedure, the part of the insulated plate fell off from the jaws into the patient's cavity. It was retrieved with an instrument and placed in a specimen cup. Used a new hand piece and it went smoothly from there. There is no patient injury.